Manufacturer narrative:
User did not use cage inserter as outlined in stg, i.e. Without counter torque element, assuming the anatomy will hold the cage, and using only the expansion driver is ill advised as rotation can occur that will result in improper expansion. Additionally, patients' bone quality, combined with off axis expansion that can lead to concentrated load onto the bone resulted in the fracture without implant failure. This can be minimized with insuring technique guide is followed and additional training.

Event description:
A surgeon inserted a klimt expandable lif cage into the patient's l5/s1 using the klimt cage inserter. After removing the inserter, the klimt expansion driver was used to expand the cage. While expanding, a clicking sound was heard and the driver torqued out. An x-ray taken after showed the patient's front end of l5 had a small fracture.